Event description:
It has been reported to philips that power module 5 on the allura system would not turn on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
A review of the record data was performed on 29dec2023, and it was found that this event was incorrectly assessed as a reportable event. This event is no longer reportable as no patient harm has been alleged, and the failure of the device to power on would be obvious to users. The power on led will not be lit and the display will be blank. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.